Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: was the device closed on tissues when in locked and would not open? No ¿ loading peri strips. If yes, describe what was done to remove the device from the patient's tissue. Na. Per the sales rep: have reviewed with surgeon and nursing staff and think it was a ¿bump¿ or ¿partial fire.¿ the following information was requested, but unavailable: what was the condition of the patient following the procedure? Please explain.

Event description:
It was reported that during an unknown procedure, the system locked up and did not open after biting down on peri-strips. No further information is known at this time. No report of adverse patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 3/29/2017. Batch # n5659p. The ec60a device was received for analysis with no visual non-conformances and with an ecr60b cartridge loaded in the device. The cartridge reload was received partially fired. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness. This may have prevented the top of the knife blade assembly from entering into the anvil. The returned device and cartridge reload were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.